Event description:
Edwards received notification from a field clinical specialist that a patient with a 26mm sapien 3 valve, implanted in the aortic position for 5 years and 9 months, underwent a valve in valve procedure due to stenosis. A 23mm sapien 3ur valve was implanted in replacement.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remains implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 26mm sapien 3 valve, implanted in the aortic position for 5 years and 9 months, underwent a valve in valve procedure due to stenosis. A 23mm sapien 3ur valve was implanted in replacement. Per the medical records, recent tee prior to intervention showed, critical degenerative bioprosthetic aortic valve stenosis (eoa 0.45 cm2) and peak/mean gradient of 144/100 mmhg. The bioprosthetic aortic valve has severely calcified leaflets with immobile right and non leaflets, and severely restricted motion of the left leaflet. There is no evidence of valvular vegetation or thrombus. Ef 55%. Patient presented with worsening heart failure symptoms and bioprosthetic aortic valve stenosis. She underwent a successful valve-in-valve transcatheter aortic valve replacement (tavr) with a 23mm s3ur via right femoral approach. Post-procedure echocardiogram showed a well-seated valve with a mean gradient of 12 mmhg and no aortic regurgitation. Pod 1 echocardiogram showed a well-seated tavr with a mean gradient of 15 mmhg and no ar, pvl, or pericardial effusion. The patient's condition improved, and she was discharged home in stable condition on pod 1.

Manufacturer narrative:
Additional information received from medical records. Correction to b4, b5, b7, g3, g6, h2, h6, and h10 to reflect the new information. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results regarding the exact cause of the calcification is unknown. However, it could be related to the patient's history of stenosis and cad. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.